Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The femoral component and im stem were visually examined. The two components are still fixed together. The top of the femoral component shows some bony ingrowth but not all the way around. The im stem shows no evidence of ingrowth. The x-ray review identified: right total knee arthroplasty with orthopedic salvage system exhibiting radiolucencies at tip of the long stem femoral component and varus alignment of the femoral component. These findings suggest loosening of the femoral component. The femoral stem caliber is narrow compared with to the width of the intramedullary canal. Under-sized femoral stems may be associated with increased risk of loosening; however, this cannot be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." Concomitant products: oss poly tibial bushing, catalog#: 150476 lot#: 183840; oss poly lock pin, catalog#: 150478 lot#: 185100; oss rs axle, catalog#: 161035, lot#: 159990; oss rs poly fem bushings set/2, catalog#: 161034 lot#: 186790; oss reinforced yoke, catalog#: 150493 lot#: 911890; oss rs poly tibial bearing 12, catalog#: 161028 lot#: 328390. Therapy date - (B)(6) 2016. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-04800 / 04801).

Event description:
Patient underwent an orthopedic salvage system knee revision approximately four years post-implantation due to femoral component loosening. The femoral component, bushings, the lock pin, the axle, the stem and the bearing were removed and replaced.